Event description:
It was reported that the user experienced persistent hyperglycemia with a high blood glucose level of 400 mg/dl, with both the pump and a fingerstick reading displaying ¿high,¿ and required guidance to refill and prime the infusion set; the user and caregiver were walked through supply change steps for a cannula infusion set, after which insulin delivery resumed, and backup therapy and medical evaluation were advised if needed. Symptoms included high blood glucose. Outcomes included temporary interruption of insulin delivery with resumption after set change, user education, and unsuccessful follow-up attempts. Investigation included user troubleshooting and education on tubing fill, priming verification, and infusion set replacement. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction after supplies were changed and delivery resumed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.